Event description:
The customer alleged that a bottle of cidex plus received was leaking. The customer stated that there were no injuries or damages reported from the event.

Manufacturer narrative:
Results: bottle.